Event description:
It was reported by the user facility that a pt claimed to have received "neurological damage" after hair removal treatment to upper lip in 2008.

Manufacturer narrative:
Reasonable attempts were made to retrieve add'l pt outcome and treatment info from user facility. No further info has been provided. No device malfunction suspected or reported by user facility. Should add'l info be made available, a f/u MDR will be filed.